Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had partial display and damage. Customer's blood glucose at time of incident was unknown. Customer stated that she was getting out of the car and the pump got slump in the car door. Customer reported that there was no crack but the esc button is indented and inside of the screen is bleeding with ink. Customer stated that half of the screen is blue and cannot see the full screen. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with no esc button response due to a flattened button dome switch. The keypad connector on the lcd board was inspected and no anomaly was noted. The pump was received with missing segments/partial display due to a severely cracked and bleeding lcd glass. Unable to perform the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart or the operating currents test due to the severely cracked and bleeding lcd glass. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.